Event description:
Procedure: hemorrhoid. According to the reporter: the surgeon applied the pursestring, inserted the anvil, and tied three knots around the base of the anvil to secure the pursestring, to ensure there were no gaps present. The surgeon then selected the middle hole of the anvil shaft, based on the prolapsed tissue. Then secured the suture by knotting it with four throws. The surgeon proceeded with attaching the device and then secured the anvil to the center rod shaft and heard the click. Then the surgeon proceeded to close the instrument turning the black knob intermittently to ensure that the tissue captured was appropriately included in the stapler channel. As the surgeon approximated the anvil to the stapler at about four turns or so, the anvil disengaged from the center rod shaft and the stapler came loose. The staff cleaned the anvil shaft and center rod of any fluids or lubricant and proceeded to attach and then listened for the click. After the click, the surgeon approximated the anvil again using intermittent turns. Again, the surgeon felt the anvil disengage from the center rod and stopped. The anvil disengaged into the patient's cavity and the surgeon cut the sutures and removed the pursestring and then removed the anvil. Another device was then used and the surgeon attached the stapler to the anvil and again using the same exact approximating technique closed the stapler in preparation of firing. Again, at about three to four full turns the anvil disengaged. The surgeon tried this three more times with the same results. The case was then completed manually with use of another device. Fifteen minutes were spent removing the sutures from the anvil center hole and pursestring suture, and then spent another thirty minutes completing the procedure. The patient was fine upon surgery completion. Operative time was extended by more than thirty minutes.

Manufacturer narrative:
(B)(4)